Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed with error 1870. The batteries had been removed and replaced, and the pump had powered back on. The settings had been reviewed, showing a reservoir volume of 90 ml, a rate of 5 ml/hr, and 140.05 ml given. The infusion had been restarted, but error 1870 had alarmed after the first cycle of medication. Other batteries found at home had been tried, but the alarm had persisted. The patient had decided to go to the store to purchase new batteries. The pump had been powered off with the clamp closed. The patient had stated that he would call the hotline back after obtaining new batteries. At 9:46 pm, the patient had called back after obtaining brand-new batteries. The settings had been reviewed again, and the pump had been restarted, but error 1870 had returned immediately. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment name no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.